Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system displayed a "verifying dni data" prompt and would not progress past. A hard restart then restored functionality. The representative was then able to replicate the original reported issue, it was noted that four previous versions of the application software were on the navigation system. It was reported that all previous versions were uninstalled and the cranial application software was re-installed. The navigation system did not prompt the user to remove all unused shared resourced. The representative reported that the reported issue could still be replicated. The representative reported that the patient attempting to be loaded was the only one that would lead to the reported issue. All other patients could be loaded onto the navigation system without fault. The suspect patient was reported to only be a computed tomography (CT) and magnetic resonance imaging (mr) exam merged together. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the navigation system exited then cranial application software when entering the planning task in the software. It was reported that restarting the navigation system did not restore functionality. The representative confirmed that no discs or universal serial bus (usb) were connected to the system. It was noted that patients were removed from the navigation system without resolution and attempting to skip the planning portion would revert the software to the application launch screen. There was no patient present when this issue was identified. No additional information was provided.